Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample was returned from lot. No. 9085940, cat. No. 320522. Visual examination was carried out on the returned sample and broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: as the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de needles were broken. This was discovered during use. The following information was provided by the initial reporter: needles broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de needles were broken. This was discovered during use. The following information was provided by the initial reporter: needles broken.